Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the unknown endoleak and aneurysm rupture. There was also evidence to support the following observations; stent migration, two unreported additional endovascular procedures with a non-endologix stent repair and an additional unreported surgical procedure. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use due to patient anatomy, stent migration, inadequate overlap of the main body and proximal extension, and progressive stent dilation of the main body. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices were not returned for additional evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The event devices have not been returned.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and two infrarenal aortic extensions. On (B)(6) 2014 the patient underwent a secondary endovascular procedure to repair a type 3a endoleak. The physician elected to implant an infrarenal aortic extension to seal the leak. Recently, the patient came in emergently and computed tomography (CT) showed an aneurysm rupture with no endoleak identified, the physician indicated possible endotension that caused the rupture. The patient passed away, the date of death is unknown.